Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that exposure is not possible in this system. After reviewed the log file it shows there is a connection issue with generator. Fse confirmed it was the generator power issue. Fse reconnected the power on signal cable between the generator and the mpdu controller and changed the x301 to x302 on the mpdu controller. After reconnection the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not emit x-ray. The system was in clinical use. No harm has been reported to philips.